Event description:
It was reported that the fit and seal of the inner and outer cannulae was unsatisfactory on four, size 8 fen, fenstrated low pressure cuffed tracheostomy tubes. Conflicting information received regarding the legnth of time the devices were in use.it was also reported that the inner cannulae are cleaned and soaked in full strenghth h2o2 and are interchanged with other outer cannulae. Both of these practices are contraindicated on the device labeled instruction for use.there was one patient involved with no reported patient compromise. Three of the 8 fen devices were discarded. One 8 fen is to be returned to the manufacturer for identification, analysis and invesitgation.one 8fen outer cannula and four inner cannulae were received on 01/08/98 for decontamination, analysis, and investigation.device evaluation results are recorded on section h. Of this report.